Event description:
During a laparoscopic assisted vaginal hysterectomy procedure, the instrument did not cut and coagulate. Error code continued to sound. Another like device was used to complete the procedure. There was no patient consequence.